Manufacturer narrative:
(B)(4). Batch # p58v82. Device evaluation: the analysis results found that the tlc55 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the handle (locking lever) stuck in the intermediate position? If no: was the locking lever locked in the closed position? Or, was the locking lever locked in the open position?

Event description:
It was reported that during an unknown procedure the handle of the device would not open or close. This was found during setup. The procedure was completed with an alternate like device with no patient consequences reported.